Event description:
I have always used bausch & lomb contact solution. In august of 2003 I developed a severe infection in my left eye, that caused my cornea to ulcerate, and caused severe scarring, and vision impairment. I may still require a corneal transplant.